Manufacturer narrative:
(B)(4).

Event description:
It was reported that after four days from placement of the intra-aortic balloon (iab), alarms of helium leakage appeared, and the staff noticed traces of blood in the tubing of the intra-aortic balloon pump (iabp). Once the iab was removed, traces of coagulated blood were found in the balloon. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in tubing is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that after four days from placement of the intra-aortic balloon (iab), alarms of helium leakage appeared, and the staff noticed traces of blood in the tubing of the intra-aortic balloon pump (iabp). Once the iab was removed, traces of coagulated blood were found in the balloon. There was no report of patient complications, serious injury or death.